Event description:
It was reported that, during implantation, and after the titan anchor was sutured in place, one of the pt's leads migrated. There were no pt symptoms. An x-ray was performed on the leads during the implant procedure. The physician attempted to advance the lead back into the epidural space, without success. The lead was removed and only one lead was left implanted instead of the initial two leads. The pt received adequate stimulation, but not as good as what was received during the trial period.

Manufacturer narrative:
(B)(4).